Event description:
It was reported that during an unspecified treatment procedure, tip detachment occurred. The anatomical location of the unspecified lesion is unknown. A 300cm, 8cm poly tip v-18 control guide wire was selected and during the procedure a tip detachment occurred. The procedure outcome and patient status is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Usage of device: initial device evaluated by manufacturer: visual, tactile and microscopic analysis of the returned product revealed fractured poly tip, kink at 0.5cm from the distal end and bent at 1cm from the distal end. All device measurements are within specifications. Sem analysis revealed the fracture side exhibited evidence of compression and tension indicative of a bending action. The fracture surface exhibited fatigue striations along with elongated dimpled ruptures in tear. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, tip detachment occurred. The anatomical location of the unspecified lesion is unknown. A 300cm, 8cm poly tip v-18 control guide wire was selected and during the procedure a tip detachment occurred. The procedure outcome and patient status is unknown.